Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant of the leadless pacemaker there was an issue with establishing telemetry with the device. The leadless pacemaker remains in use. No patient complications have been reported as a result of this event.